Event description:
This is a report of a patient who experienced peritonitis. The patient had a break in aseptic technique, which was further described as the patient did not wear a mask during set up. On the same day, the patient was hospitalized for the event. On an unknown date, the patient was treated with an injection (inj). Of reflin (500 mg, ip, frequency not reported), a tablet of flucon (150mg, frequency and route not reported), and a tablet of cifran (250mg, frequency and route not reported). It was unknown if the patient recovered from the peritonitis, however, the patient remained hospitalized for the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a use error, which was reported to be a break in aseptic technique by the patient. Per labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.